Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, a morphology template could not be obtained. The patient had low intrinsic rhythm. Device vector was switched, and templet acquisition was attempted several times. However, a stored template could not be obtained. Morphology was left ¿on,¿ and it was decided to check the device on the day after the procedure. The morphology template was still unable to be obtained by the device on (B)(6) 2019. The morphology was turned off. The patient was stable and will be brought back to the clinic later to reattempt templet acquisition.

Event description:
New information received notes that the patient was brought into the clinic for further evaluations on july 26, 2019. Obtaining a template was not attempted. Morphology was left off. The patient was stable.